Event description:
During a tavr (transcatheter aortic valve replacement), a sentinel device was used. Its function is a filter basket used during tavr procedures to prevent embolization of any calcification during a tavr valve implant. During attempt to deploy the basket, the attending stated the wire felt tight and not normal. The device was unable to be deployed. It was removed from the patient's body and a new device was deployed successfully. When removed, the back end came apart. No harm to patient occurred.